Event description:
The pt reportedly experiences ongoing intermittencies and sound quality issues. Programming changes were made. External equipment was exchanged; however, the issue was not resolved. Surgery to explant the pt's device will be scheduled.